Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating physical damage in the form of scratches on the screen of their insulin pump. The customer stated that it was difficult to read all of the content on the device. The patient's blood glucose level was 90 mg/dl at the time of the call. The customer declined troubleshooting the issue. The customer did not return the product back for analysis.